Manufacturer narrative:
Product device code (continued): dap, ddr, and jhx. Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64218b. No issues with troponin I recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269.

Event description:
The event occurred in (B)(6). A patient who presented with flu symptoms and pain in chest after walking 500 meters was tested with the triage sob panel and received a troponin I result of 0.06ng/ml. The patient was transferred to a specialist and tested 30 minutes later with the laboratory radiometer and received a troponin t result of 0.055ng/l. Patient was diagnosed with a myocardial infarction and had a stent implanted. Customer stated there was no delay in treatment due to the triage result. The patient is now released from the hospital and is stable. Facility triage tni cut-off: 0.4ng/ml. Radiometer tnt cut-off: 0.02ng/l.